Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that fill resistance was experienced when filling the cartridge. A needle tip syringe change was performed resolving the issue. Blood glucose (bg) level was not impacted. Additionally, it was reported that insulin was not observed to be dripping out of the infusion set tubing or the cartridge tubing during the load fill tubing sequence and a minimum fill notification was received. Reportedly, the customer believed that a step had been missed during the load process. A supply change was performed resolving this issue. Bg level was 152 mg/dl.